Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received them. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/ patient contacted lifescan alleging that the product was having the following power related issue: "display frozen" and the following buttons/ scanners issue: "ok button, up arrow button and down arrow buttons are not responding." The reported issues were not resolved with troubleshooting. There were no allegations of harm or injury.